Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer talisman pfo occluder was chosen for implant using 8f delivery catheter. The procedure was being performed because the patient had two cerebral infarctions. There was some difficulty noted when attempting to advance the device through the delivery catheter. However, the device was placed well, and the device was successfully implanted. There were no patient symptoms seen when leaving the procedure room. The day after implant, the patient developed symptoms of cerebral infarction. A magnetic resonance image (MRI) was performed but did not confirm that a cerebral infarction occurred. Subsequent to the previously filed report, additional information was received. The occluder was chosen for implant using an 8f amplatzer talisman delivery system. On (B)(6) 2023, the patient developed symptoms of cerebral infarction and experienced transient paralysis. The patient's symptoms lasted "a few days." Heparin and anticoagulants were administered. The patient was reported to be recovered.

Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Patient had history of cerebral infarction twice which may have cause the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. H6 health effect - impact code: code 4648 removed.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer talisman pfo occluder was chosen for implant using 8f delivery catheter. The procedure was being performed because the patient had two cerebral infarctions. There was some difficulty noted when attempting to advance the device through the delivery catheter. However, the device was placed well, and the device was successfully implanted. There were no patient symptoms seen when leaving the procedure room. The day after implant, the patient developed symptoms of cerebral infarction. A magnetic resonance image (MRI) was performed but did not confirm that a cerebral infarction occurred. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.